Event description:
Olympus was notified by an olympus sales representative that at the end of a total laparoscopic hysterectomy, pt coded and expired. Olympus received a medwatch report at a later date, which stated: "a (B)(6) female was admitted for an elective laparoscopic hysterectomy due to a history of fibroids. She was taking simvastatin and amlodipine for hypertension and cholesterol. The procedure began with the use of the co2 insufflator to inflate the abdominal cavity. The use of the insufflator throughout the procedure continued as planned with all routine laparoscopic procedures. The surgeon applied the evicel closure product and began closing the wounds, when the pt suddenly went into asystole and then ventricular tachycardia. Acls protocol was immediately started. After several attempts to resuscitate, the pt was pronounced."

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information. Per the facility, the incident occurred at the end of the procedure when the user was employing the pressure regulator to administer the evicel closure product to close the pt's wounds. The uhi-3 insufflation unit was being concurrently used and allegedly experienced a high pressure alarm. The pt went into cardiac arrest and the procedure was aborted. The pt was not able to be resuscitated. An olympus regulatory affairs engineer was dispatched to the user facility on (B)(4) 2012, to inspect the olympus uhi-3. Per the ra engineer, the uhi-3 passed all functional tests and safety tests. The thunderbeat handpiece was not available for evaluation as it was discarded during the procedure by the user facility. The exact cause of the pt's death could not be determined. This report is being submitted as a medical device report in an abundance of caution. Per the instruction manual (page 66) : "if the insufflator emits a warning (warning light or alarm) for intra-abdominal over-pressurization, quickly open the stopcock or valve of the trocar. In this event, reduce the amount of outflow from the laser device, argon-enhanced coagulator, or other gas supply device. If use is continued while the alarm is sounding, there is a risk of gas embolism due to intra-abdominal over-pressurization.